Event description:
Pt with long qt syndrome with ICD implant presented to ed for inappropriate firing of her ICD. In ed device was deactivated with a magnet and she was admitted for observation overnight. The misfiring was likely due to a lead failure and patient will require replacement of the lead. The patient was scheduled for the procedure in the cardiology ep lab.